Event description:
It was reported that the wake button was not working. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Customer applied more force to the button to resolve the issue.